Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult deployment of the clip and tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral regurgitation and during clip deployment, the clip was jumping back and sideways until the clip was released. After the clip was deployed it was noted that the posterior leaflet had a rupture with a regurgitation jet. The clip was stable on both leaflets. There was no other clip implanted as mr was reduced to 2. After the procedure, pre-echocardiography images were reviewed, and it showed that there was a little pre-existing tear in the area where the leaflet ruptured. No additional information was provided.